Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. The device and lead remains in service. No adverse patient effects were reported. Additional information was received confirming that no revision was done since there was no issue suspected. All other measurements were within range and the device was noted to be working properly. The patient will be seen at their next scheduled follow up.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.